Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was received: implant was (B)(6) 2020 explant was (B)(6) 2021. Lot number unavailable but the size is a 17 bead. Reason for removal was dysphagia, six and a half months post op and a small re-occurring hiatal hernia. Symptoms started in (B)(6). Patient was an (B)(6) yr old female bmi was 22.9. Initially patient had complete resolution to their gerd but gradually developed an intolerance of solid foods. Op notes attached. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? No more information available. What is the entire product code for the linx device that was removed? Do not know. When using the linx sizing device what technique was used to determine the size? No more information available. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No more information available. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No more information available. How severe was the dysphagia/odynophagia before intervention? No more information available. Were there any intra-operative complications during implant? No more information available. Was there any hiatal or crural repair done at the same time as the implant? Yes. At implant and explant. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and hernia? No more information available. Besides the reported dysphagia and hernia, what was the reason for removal of the linx device? No more information available. Was the device found in the correct position/geometry at the time of removal? See operative report.

Event description:
It was reported that the linx device was explanted on (B)(6) 2021. There is no additional information.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2021. Additional information was requested, and the following was obtained: the product code and lot are not available.